Manufacturer narrative:
Analysis summary: the everflex entrust stent delivery system, (sds), was received for evaluation. No cine images from the procedure were received for review. The returned entrust sds was locked up on the unknown 0.014¿ guidewire. Pull and push forces were applied to the 0.014¿ guidewire proximal and distal of the sds: no advancement in either direction was achieved. The entrust sds catheter was examined and a bend in the outer was noted between 70cm and 86cm distal of the handle¿s strain relief distal tip. A series of 25 kinks in the outer sheath were noted. The distal tip of the pusher/inner guidewire lumen was located and was found to be approximately 50mm proximal of the sds distal tip. The handle was examined: it was noted that the bottom part of the handle was partially separated with a portion of the inner guidewire lumen protruding from the hand separation near the proximal hub luer lock. When received it was noted that the red safety locking tab and tube had been removed from the handle. The red safety locking tab and tube were not returned with the sds. Examination of the handle¿s red safety locking tab cavity revealed that the outer sheath was visible and the pull cable was not visible within the cavity. It was noted that the thumbwheel would turn freely and the pull cable was wrapped across the thumbwheel. The printed strain relief was removed to allow examination of the handle. It was noted that the adhesive bond between the handle and the blue isolation sheath/strain relief has separated from the handle. The two halves of the handle were separated - the inner guidewire lumen was noted to be kinked and bunched up at the pull cable pulley in the handle. The pull cable was noted to loosely wrap around the thumbwheel. The end of the pull cable exhibited damage associated with being pulled out of its bond with the outer sheath. The outer sheath exhibited damage from the inner being pulled out of alignment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the everflex entrust to treat a cto in the superficial femoral artery(sfa) as per IFU. It was reported resistance was encountered whilst advancing the stent. The stent deployed in an unintended lesion site in the proximal sfa . The procedure was completed using the post dilation balloon. No injury to the patient reported.